Event description:
It was reported that catheter detachment occurred requiring intervention. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, when the device was attempted to cross through a severely calcified lesion, the lesion was too stiff, and when it was forcefully pushed in and then pulled back, the device separated inside the patient's body near the guidewire (gw) exit port. The dorsalis pedis artery was punctured, pushed the separated fragment out retrogradely with a balloon, advanced it into the antegrade sheath, and removed the fragments from the body. There were no patient complications as a result of this event.